Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) male patient had a sore mark under the back therapy electrode pad on the right side. There was slight bleeding. The patient's home health aid treated the skin. Follow-up indicated the skin has healed.

Manufacturer narrative:
Device evaluation, electrode belt sn (B)(4) was not returned to the manufacturer. No equipment deficiences were alleged against the device. Method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces fo the lifevest device as well as the blue defibrillation gel.